Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited noise. The pacemaker remained implanted. No intervention was performed.